Manufacturer narrative:
Concomitant medical products: relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 27-nov-2016, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 17-oct-2016, UDI#: (B)(4). All codes are associated with the extensions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was suspected damage to the extension after pulling from the ins, it caused the extension damage and it was not able to fit into the new ins. No factors were known to have led or contributed to the issue. The surgeon tried a lot of methods to try to get the extension inside the ins chamber, but none worked. Finally, they decided to partially connect the ins with only the first two contact entered into the device, which caused contact 10 and 11 not to be in use. No further procedures were considered at the moment, and depending on the patient's situation, they may need to change the extension, but for now the damaged extension was in use. The issue was unresolved at the time of the report.